Manufacturer narrative:
(B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
It was reported that the hs1 is failing it's self test. There was no negative patient impact.